Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer performed displacement test and the insulin pump passed. The customer performed and the customer stated a pump error alarm occurred. The customer was advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify power error alarm or hardware low levels alarm due to flashing white light. Device was received with cracked and bleeding on lcd glass, missing lcd window cover, minor scratched lcd window, cracked battery tube threads and cracked case at corner of the belt clip rails. Unable to download due to flashing white display. Under the freedom of information act.